Event description:
Reporter states she had lens implanted on jan 29 and 30th and followed every post procedure guidelines for the implant. Reporter states that after consecutive light treatment procedure to adjust the prescription, her vision worsened. Reporter claims to have fuzzy vision and see multiple images. The lens was explanted 5 months later and claimed the surgeon stated that the explant was fractured and was 3 times thicker than expected. Reporter states new intraocular lens were implanted, but she still has residual scar tissue and floaters from the initial implant.